Manufacturer narrative:
Patient with a light adjustable lens in the left eye complained of blurry vision with lots of glare. Upon examination, a central island 2-3 mm in size was noted near the center of the lens, which is indicative of exposure to uv light. Upon follow-up it was noted that the patient was not compliant with uv spectacle wear. The lens was explanted on (B)(6) 2020 (rxsight became aware on 5/6/2020). The explanted lens was discarded at the site and will not be returned for evaluation. Device history record for the lens was reviewed. No issues were noted with the device history record.

Event description:
Patient with a light adjustable lens in the left eye complained of blurry vision with lots of glare. Upon examination, a central island 2-3 mm in size was noted near the center of the lens, which is indicative of exposure to uv light. Upon follow-up it was noted that the patient was not compliant with uv spectacle wear. The lens was explanted on (B)(6) 2020 (rxsight became aware on 5/6/2020). The explanted lens was discarded at the site.